Manufacturer narrative:
The event date and therapy date was sometime in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap could not completely close to the transfer set during peritoneal dialysis therapy. The transfer set was not replaced after the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.